Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd micro fine plus¿ insulin pen needle there was a needle stick injury.

Event description:
It was reported that after use of the bd micro fine plus¿ insulin pen needle there was a needle stick injury. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Correction: describe event or problem: it was reported that after use of the bd micro fine plus¿ insulin pen needle there was a needle stick injury. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Investigation summary: no samples or photos were returned for analysis. A DHR cannot be requested for needle stick injury due to an unknown lot #.